Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridge was filled with 125 units of insulin. The customer reported that the cartridge was being filled with an insulin pen and not the recommended tandem syringe. Additionally, in one occurrence, cold insulin was being used to fill the cartridge. There was no impact to the customer's blood glucose level and the cartridge was able to load a cartridge successfully. As the minimum fill messages had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the minimum fill message. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin and to use the recommended syringe provided by tandem to fill the cartridge per labeling instructions.